Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had been hospitalized 9 days due to right ventricular (rv) lead dislodgement. The rv lead was been replaced. The patient was enrolled in the (B)(4)study. No patient complications have been reported as a result of this event.